Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-012-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was delayed by 60 minutes and was completed by moving the patient to another room. A philips remote service engineer (rse) inspected the system remotely with the customer and examined the logs but found no significant errors in the system's event log. The rse suspected that the monitor itself could be failing and requested onsite visit to check. A philips field service engineer (fse) went onsite and confirmed that the flexvision pc was not booting and that there was no image on the flexvision pc, which was replaced and returned to philips for further analysis. The cause of the flexvision pc failure could not be conclusively determined by the supplier's part analysis. However, to resolve the reported issue, the fse replaced the flexvision pc, reloaded the software, and installed the necessary licenses. Following these repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the device's flexvision computer was not booting. No harm was reported to philips. Philips has started an investigation of this complaint.